Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed pump error regarding stuck motor. The customer was assisted with pump error alarms troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump error occurred after battery change. The customer was able to rewind but the insulin pump could not complete the displacement test due to the alarm reoccurring during the process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.